Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation.

Event description:
The patient's system was explanted due to skin erosion and infection.